Event description:
It was reported the patient died approximately four months after implant of a device and lead. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the patient died approximately four months after implant of a device and lead. The cause of death has been requested and not received. Based on follow-up with the funeral home, it was further reported that the patient died at home and the cause of death was respiratory failure with secondary causes of hypoxia, end-stage coronary artery disease (ecad) and end-stage congestive heart failure (echf).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer cosmetic depression. Proximal segment returned and analyzed.